Event description:
It was reported that the zimmer skin graft mesher comb was bent. Additional clinical follow up indicated that this was noted prior to use for the planned procedure and the device was replaced with an available alternate device. The customer stated there was no delay of the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 1 year old and had been returned to the manufacturer for repair on (B)(4) 2012. The last repair displayed that the unit was damaged, where the comb, roller, side plates, gear and ball detent were all replaced. Less than four months after previous repair, device displayed a damaged comb again. Damage to the comb could cause unacceptable meshes and damage cutters. Improper handling by the customer most likely caused the event. The device was serviced and returned to the customer.